Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer and healthcare professional (hcp) regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. It was reported that the pump had not helped the patient at all since implant even though the trial had been very effective. Per the hcp, the patient had poor pain control that began in (B)(6) 2004 so they checked via x-ray and the catheter showed continuity. A dye study was done and they could not inject past an area of the catheter where it kinked. The catheter was revised on (B)(6) 2004. The anchor where the catheter inserted into the "spinal fluid" had torn loose from the soft tissue. During the procedure, it was anchored to muscle. The patient recovered without sequela from the procedure; however, as of (B)(6) 2004, the pump still wasn't providing any pain relief. At that time, the patient's husband stated that the doctor was 125 miles away and the car ride was very painful for his wife. He wasn't questioning the doctor he was only interested in alleviating his wife's pain. He was looking for closer doctors that could provide a second opinion or follow up care. When asked about what the pump volumes had been at refills, the patient's husband stated that "I only know of one time that it was off, but the nurse said the volume was within tolerance". As of (B)(6) 2005, the patient still wasn't getting symptom relief and she wanted testing done to see if it was working properly. The pump was eventually removed in 2009 because it was ineffective for the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.